Manufacturer narrative:
Covidien reference number: (B)(4). The technical support engineer (tse) troubleshot this issue with the customer over the phone. The tse advised the customer that the compressor may have been functioning as intended if a high oxygen (o2) percentage was used, resulting in a low demand for compressed air. The tse advised the customer to how the compressor works at higher o2 percentages in that the compressor may shut off and start up as needed at higher o2 demands. It was reported by the customer that this unit passed all testing and is back in service

Event description:
It was reported that while in use on a patient, the ventilator compressor would turn on and off. As a precaution, the patient was removed from the ventilator and placed on an alternate ventilator without any reported harm. There is no report of death or serious injury associated with this event.